Manufacturer narrative:
Elterman, d. S., bhojani, n., vannabouathong, c., chughtai, b., zorn, k. C. (2022). Rezum water vapor therapy for catheter-dependent urinary retention: a real-world canadian experience. The canadian journal of urology, 29(2), 11075-11079. Https://www.canjurol.com/html/subscriber/spdf/v29i02/10_dreltermans.pdf detailed product information was not provided to bsc despite good faith effort. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no reported device performance allegation. A labeling review was completed, and the allegation urinary retention is listed in the device's instructions for use as adverse event related to device or procedure. A risk review was completed and confirmed that the event of urinary retention was defined in the risk documentation and has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the analysis findings, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported via a literature article published in the canadian journal of urology that a prospective study was conducted, to evaluate the efficacy and safety of rezum water vapor thermal therapy to treat benign prostatic hyperplasia, on patients that are catheter-dependent due to urinary retention. A total of 16 patients were treated with rezum therapy between april 2019 and december 2020 at two high-volume centers in canada. The patients had follow-ups at 1-, 3-, and 6-months post procedure to assess the proportion of patients who were spontaneously voiding and became catheter-free at the final 6-months follow-up. Postoperative medications given are as follows: all patients received antibiotic, 13 patients received stool softener, 10 patients received pain medication, 5 patients received anti-inflammatories, and 3 patients received medication for the bladder. It was indicated that 3 patients needed a catheter replacement due to failed trial without catheter (twoc). There was 1 patient that did not attend any of the follow-ups post-procedure, 1 patient did not attend the 1-month follow-up, and 1 patient did not attend the 3-month follow-up. At the 1-month follow-up, 13 out of 14 patients were spontaneously voiding. At the 3-month follow-up, 14 out 14 patients were spontaneously voiding. At the 6-month follow-up, 15 out of 15 patients were spontaneously voiding and became catheter-free over time. The procedure was well-tolerated over the course of the study; no events with a grade equal to or greater than 3 occurred in the clavien-dindo classification.